Manufacturer narrative:
The driver passed all sections of functional testing. Additionally, an extended observation run was performed and the driver functioned as intended with no abnormal sounds. During investigation testing, the customer-reported issue was not reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited an unusual noise while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.